Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: sa-85, serial/lot #: (B)(4), ubd: 06-oct-2019, UDI#: (B)(4) ; product ID: sg-64, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft system was in a patient for the endovascular treatment of a 72mm abdominal aortic aneurysm. Seven heli-fx endoanchors were also deployed during the procedure. It was reported that two days later the patient had urinary retention with symptoms of suprapubic pressure and bilateral inguinal pain. A foley catheter was placed to treat the patient and the event is resolved. The investigator assessed the event as probably related to the index procedure and unlikely related to a device. The sponsor assessed the event to have a casual relationship to the procedure and was not related to the endoanchors. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.